Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch nuber, k0148h; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired; and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechansim, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; and result of attempted firing, good. Analysis conclusion: based on inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why cartridge reportedly "fell out of instrument" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated.

Event description:
It was reported the device was used during a videoscopic assisted thoracic surgery, bleb resection procedure. It was reported the atb35 was fired for a total of six firings. On the fourth firing the device fired and the staples formed, but the staples did not remain in the tissue. It was reported the device sounded fine upon firing and the staples were formed properly. It was reported an impression of cartridge could be visualized on the lung tissue. The atb35 was reloaded, fired and it worked fine. On the sixth firing the device was across lung tissue, but it was noticed the cartridge was loose in the jaws of the device before the firing. Upon removing the jaws from the lung tissue the cartridge fell out of the device into the chest cavity. The cartridge and it worked fine for the last firing. There was no consequence to the pt.